Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse and stress urinary incontinence. It was reported that in (B)(6) 2012 cystoscopy was done and the patient underwent mesh revision/removal on (B)(6) 2013.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion patient experienced urinary tract infection and scarring. It was reported that patient underwent concurrent hysterectomy, left salpingo-oophorectomy and resection of peritoneal endometriosis procedures.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, incontinence, and abnormal vaginal bleeding.